Event description:
The set was received and the sterilization steps in the packaging were followed. The set was wrapped and arrived at the operating room for the first procedure. The circulating nurse inspected the wrap for holes and the set was placed on the sterile table along with the other instruments and supplies. When the tech opened the set, it was noted the motor was preassembled. The circulating nurse was notified and the entire field was contaminated. The set was removed from the field. Upon disassembly, the unit was found to have caked blood in the housing of the led lens as well as on the pronged piece that plugs into the handpiece. The set was re-sterilized and returned to the field. The case was delayed approx 1 hour during which time the patient was intubated and under anesthesia. This report is #2 of 4 for the same event.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2012. Placeholder.

Event description:
This is report 2 of 4 for the same event. Synthes complaint (B)(4).

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.